Event description:
It was reported the right ventricular (rv) lead threshold had been steady until approximately five months prior when the auto threshold test measured an increased threshold and increased the output. When the threshold was tested again recently in clinic, the threshold was further increased and output was increased again. It was also indicated the patient will be evaluated in four months. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.